Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 04/11/2024, it was reported by a sales representative via (B)(4) that an ar-1665bcsl lnt implant system was manufactured backwards, causing bar to face up instead of down, leading to breakage and difficulty passing suture. This occurred during use in a case with no patient effect.

Manufacturer narrative:
Complaint allegation is confirmed. Upon visual inspection, it was noted that the jaws were assembled incorrectly. The jaws of the assembly suture lasso loop tack did not meet assembly per drawing c19771 rev 0, page 2, note 4-"inspect that jaws are oriented as shown when device is in fully deployed position". Functional testing reveals that the jaws did not show the correct orientation when deployed. The cause of this failure is a manufacturing issue.

Manufacturer narrative:
Complaint allegation is confirmed. Upon visual inspection, it was noted that the jaws were assembled incorrectly. The jaws of the assembly suture lasso loop tack did not meet assembly per drawing c19771 rev 0, page 2, note 4-"inspect that jaws are oriented as shown when device is in fully deployed position". Functional testing reveals that the jaws did not show the correct orientation when deployed. The cause of this failure is a manufacturing issue. Refer to (B)(4) for details.